Manufacturer narrative:
Related MDR's: 3011175548-2020-0191, 3011175548-2020-0192, 3011175548-2020-0193 & 3011175548-2020-0194. Information provided stated that there were five drains that the top of the actual drain was cracked. The damaged product was noticed upon opening the package and product was not used. One drain out of the five drains was returned for evaluation. During the inspection of the one returned drain, it was found that the handle of the drain where the syringe is placed during shipment was very badly damaged. This sort of damage was clearly done after the product had left the site of manufacture. The handle of the drain is actually part of a one-piece molded assembly. The incoming inspection records for the product lot numbers listed in the bill of materials were reviewed and there were no non-conformances noted within the incoming inspection records. There are multiple assembly steps in the process of manufacturing where damage of this magnitude would be self-evident. Each drain has two hangers that are attached to the handle of the drain. The hangers are attached to the handle of the drain placed by hand by a manufacturing operator during the process of final assembly. Damage of this level could not have happened without being noticed at this step in the manufacturing process. Prior to final packaging the prefilled syringe is then put into place on top of the chest drain handle using a twist lock. This again is done by hand and a handle that had been cracked at this point would be self-evident. The product is once again observed when the product is packaged per production procedure. At this point in the process, damage of this level would be self-evident. For damage like this to occur all from the same lot number, the drains would have had to be damaged either in transit or at the receiving site. The instructions for use (IFU) states in the precautions: ¿do not use if device or package is damaged." Based on the evaluation of the one returned drain the damage cannot be confirmed to have happened during the manufacturing process of the drain. Damage of this type to the drain most likely occurred during the shipping process or handling/storage of the drain.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Received report that upon opening the drain package the drain was found to be cracked on the top. Product was not used on patient.

Event description:
N/a.

Manufacturer narrative:
Additional information: section d.10.